Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a vasopressin drip at 0.04 units/min and epinephrine drip at 2mcg/min were infusing on a patient (post-operative aortic valve repair) who remained hypotensive; therefore neo-synephrine was going to be added to the infusion. The neo-synephrine was programmed into the pump and placed on the delay feature which is the practice in this ICU setting. The safety clamp was not engaged and the infusion set was connected to the patient. The neo-synephrine began to free flow and the patient exhibited severe chest pain with a bp of 220/110. The clamp was engaged, all vasopressors were stopped and the patient was given unspecified medication for the chest pain which subsided; the bp decreased and the vasopressors were able to be restarted. The patient¿s graft remained intact and there was no additional harm reported. No pump abnormalities were noted by the nurse, the platen was intact, and the infusion set appeared to be in working order.